Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found clavicular crush at 32.7cm to 34cm from the connector pin. The ptfe of the inner coil was abraded exposing the inner coil. Also, external insulation abrasion was noted at 30 to 30.8cm from connector pin.

Event description:
It was reported that the lead was explanted due to an insulation anomaly and fracture.